Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2021 to rule out sepsis. During the admission, the patient was also noted to have some dark urine which led to concerns for potential thrombus; however, further workup was negative, and thrombus did not remain a concern. The account later reported that the patient was diagnosed with a driveline infection. The patient had drainage and pain at the exit site and was started on antibiotics. The device was reportedly operating as expected and review of the log file provided by the account revealed no atypical events or alarms associated with the device. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for rule out of sepsis. The patient had some dark urine so the customer was concerned about potential thrombus, but subsequent workup had since been negative. Technical services reviewed the log file and reported that it did not contain attributes which would lead them to suspect the presence of thrombus within the motor chamber. The patient was diagnosed with a driveline infection and had experienced both pain and drainage at the site. As treatment, the patient was administered antibiotics.